Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis

Event description:
A site representative reported that, while in a spinal fusion, the adjustment screw's head experienced deformation. The representative reported that the suspected cause was the driver being used. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.